Manufacturer narrative:
The remaining device was evaluated in the field and the issue was confirmed; the device had an alignment and electrical issue. The device was repaired and returned to use.

Event description:
This report summarizes 15 malfunction events, where it was reported the device had phantom motion. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 13 devices were evaluated in the field and the issue was confirmed; 1 device had a worn component, 7 devices had broken/damaged components, 2 devices had detached components, 1 device had a deformed component, and 2 devices had electrical shorts. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 15 </noe> malfunction events, where it was reported the device had phantom motion. There was no patient involvement.